Manufacturer narrative:
Date of event: estimated. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation requiring intervention. It was reported that on (B)(6) 2019, two mitraclips were successfully implanted, reducing grade 3+ degenerative mitral regurgitation (mr) to grade 1+. The mean gradient was 9.35 mmhg. On an unspecified date, the patient was re-hospitalized for mitral paravalvular leak. Mr was noted to be severe. Transeptal paravalvular leak closure was performed on (B)(6) 2019 and the event was noted to be resolved on (B)(6) 2019. There was no additional information provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: a second mitraclip procedure was performed to treat residual mitral regurgitation (mr) from the first procedure. There was no recurrent mr. The mr was grade 2, after implantation of two clips. At the beginning of the second procedure, on (B)(6) 2019, mr remained at grade 2. An amplatzer vascular plug ii was implanted to treat the residual mr. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Outcomes attributed to adverse event: required intervention - removed . Hospitalization-initial or prolonged-removed. Patient code: 1964 - removed.